Event description:
Meter had been incorrectly set to mmol rather than mg/dl for an unk period of time. Customer based insulin dosage on a misperception of the display as the decimal points were disregarded. Customer did not dose, because he thought the readings were low. Customer reported feeling dizzy, but no other injury or treatment occurred.